Event description:
Customer's meter allegedly not powering on. They did report symptoms of shakiness. They did take their oral medication, however, the medication was not specified. There was no evidence of an adverse event, based on the info provided. The customer contacted medical professional for advice. The customer service rep tried troubleshooting and the meter did not turn on. The meter was replaced due to an unresolved issue.